Event description:
The patient reported he started to feel nauseous, so he looked at his insulin infusion device and saw "9:08" displayed and an 07 (system alarm) error. He stated he then checked his blood glucose and his reading was 480 mg/dl with his normal range being 80-140 mg/dl. He said his infusion device is "not beeping" and he "had no idea how long it had been off." The patient gave himself an injection to bring his blood glucose down. The patient was assisted in clearing the 07 display and educated on reasons the 07 can occur. The patient was requested to return the infusion device as it did not beep to alert him, but he refused and stated he wants to continue using it as is. The patient was then advised against using his infusion device. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for evaluation.